Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and breastfeeding difficulties.

Event description:
Physician reporting implant deflation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening as per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted and replaced.